Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary. New information was received that this lead is no longer implanted in this patient.

Event description:
Boston scientific crm received information that that a lead safety switch occurred on the atrial lead due to high impedance. The lead was modified electrically and is now working appropriately. To date, there have been no adverse patient effects reported.